Event description:
A physician reported a pt who was originally skin tested in 1983 (exact date not known) with negative results. Since then the pt had multiple treatments without event. On 8/14/98 the pt was treated into multiple acne scars in the cheeks, glabella, and forehead. On or about 9/14/98 the pt notices intermittent edema and erythema at each of the treatment sites. The symptoms persisted, but the pt did not inform the physician until 1/7/99. On 1/27/99, the physician noted edema and erythema at the treatment sites on the cheeks, glabella, and forehead. The physician diagnosed the symptoms as hypersensitivity and prescribed oral prednisone.